Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a yeast infection on an incision site from a previous heart surgery. The incision site is right under his nipple line where the electrodes sit. The patient's doctor believed that this infection and the incision site is being exacerbated by the lifevest. The patient reported putting gauze over the site, where it does not interfere with the lifevest. The patient reported a history of sensitive skin and allergies. The patient also reported that he is a double amputee and that when he uses his upper body the garment clasp irritates him. The patient's doctor prescribed an anti-fungal cream to treat the infection. During a follow-up, the patient indicated that the irritation had completely healed.